Event description:
As reported, approximately twenty years post initial left side tka, this female patient underwent revision due to aseptic loosening and osteolysis. No additional information is available or forthcoming. The device is not available for evaluation.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of an insufficient bond between the implant and the bone, which led to aseptic (non-infected) loosening and osteolysis. The loosening and osteolysis were likely related to patient-related conditions, progression of degenerative joint disease, and/or longevity of the implanted devices. However, this cannot be confirmed as the devices were not available for evaluation and pre-revision x-rays were not provided.